Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges scooter seized on customer and it will not operate or roll in free wheel. Police officers had to carry scooter back to her home.

Manufacturer narrative:
Only the transaxle was returned for evaluation. The bearing on the output shaft side seized which prevented the axle from turning. The freewheel did work but only on the brake side of the transaxle. There was no indication from the provider that the consumer was injured or sought medical attention as a result of the failure. Only that the police department carried her scooter to her residence.

Event description:
Alleges scooter seized on customer and it will not operate or roll in free wheel. Police officers had to carry scooter back to her home.